Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During a reunion reverse shoulder procedure. Surgeon reamed the humeral canal to 10mm and broached with a 10mm broach. When the surgeon implanted a 10mm pressfit stem, the stem was loose. Surgeon reamed and broached to 11mm and implanted an 11mm pressfit stem with no issues. Surgeon is questioning the size of the broach to implant.